Event description:
It was reported that during an esophagectomy procedure, the device failed to form complete staple line. The procedure was completed with another like device. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.